Manufacturer narrative:
The insulin pump was received with normal operating currents and there was no unexpected failed battery test alarm found. The unit had a broken battery bap, broken battery tube threads, a broken reservoir tube lip, a minor scratched display window, a missing end cap sticker, and a cracked case at the display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report that the battery tube threads and battery cap threads are damaged, and also reported a failed battery test alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.